Manufacturer narrative:
Continuation of d10: product ID 3998 lot# serial# (B)(6). Implanted: explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported stimulator stopped working (B)(6) 2021. It's just floating around in her abdomen because 4 leads are not working. Patient repeated events that were already reported previously. According to pt, she was informed by dr landi that he was supposed to remove her leads from 2007 during the 2017 procedure but ended up not doing so because he failed to ask her insurance about it. When she woke up after the procedure, she had stimulation in the front of her forehead instead of her leg. The doctor said he could not help her and referred her to her pcp. Patient reached out to her rep who helped her at the same doctor's office with programming the pain stim so that the stimulation is back on her leg. Pt refused to be transferred as she is already working with dr oliveri and her rep. Just wants it documented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient reiterated that their leads are not in the best shape and that the healthcare provider (hcp) told the patient that they cleaned up the leads the best that they could. The patient noted that prior authorization was not done for leads so leads did not get switched out when the ins was switched out. The patient also wanted to make sure it was known that they were feeling stimulation in their head after the ins was implanted on 2017-(B)(6). The patient stated the hcp told them the implanting surgery could not have anything to do with the procedure that was on that day (2017-(B)(6)). The patient stated they felt stimulation in their head instead of their lower back, toes, or right leg. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that there had been pain at the implantable neurostimulator (ins) site since implant. The patient also noted the ins seemed to be implanted close to the skin. The patient reported that the therapy was not addressing the pain it was implanted for. The patient stated that they had been so preoccupied by the pain at the ins site that they did not really know when this began. The patient noted that this pain kept them in their apartment, and they had to lay flat in bed most of the time and they could not even sit up more than 30 minutes unless they were in a recliner. The patient reported there was stimulation sensation in the front of their head. The patient reported that they felt like something was moving in their hair and after a while they figured out they were feeling stimulation in the front of their head. The patient noted going to their healthcare professional (hcp) two times. The patient said that the second time they were there the hcp could not check recharge statistics. The patient reported that the stimulation was not addressing the pain it was implanted for and the sti stimulation in the front of the head started occurring sometime between implantation and now. The patient noted it would take hours for them to charge. A representative (rep) stated they would contact the patient and set up a time to meet at the hcp's office. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
Other applicable components are: product ID: 3998, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that a patient had 2 other devices and was good at charging. The patient stated she just had a replacement in (B)(6) 2017. It was verified the previous devices were replaced due to normal battery longevity. Patient stated it takes her a very long time and it's difficult to find where she needs to put the ins recharger (insr). The patient stated she sees the normal recharging screen and all bars are black. Patient stated she's going to see her healthcare provider (hcp) on (B)(6) 2017. The patient stated she did request a copy of the surgical notes. Patient stated she was told some leads weren't very great. Patient noted sometimes they have to be left in. The patient stated the hcp said he cleaned them the best he could. Patient asked why she could have issues recharging. It was reviewed to bring her equipment to her appointment thursday for them to check the recharge history. Also reviewed ins depth can also affect recharging. Patient stated "it's right there" and she can feel it very easily but putting the insr right over it doesn't seem to make it work better. No further complications were reported. No patient symptoms were reported.